Event description:
It was reported that a patient underwent a biopsy on (B)(6) 2011 and suture was used. At the first post operative visit, the external incision was healed, but patient presented several weeks later with tenderness and a pustula at suture line. A culture was done and tested positive for yeast. The patient was prescribed antibiotics. There was no additional treatment or follow up visit at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.